Manufacturer narrative:
Per the clinic, the device was explanted due to psychosocial circumstances. This report is filed on 11 apr 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted per patient's request on (B)(6), 2013; due to unknown reasons.